Event description:
It was reported that a burr detachment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50 mm rotalink¿ plus was selected to treat the target lesion. After setting up the device, rotational test was performed without issue. Ablation was performed starting from proximal rca but the rotational speed started to increase after a while. The physician stopped the procedure and it was noted that the distal part of the burr was found detached and the detached segment of the burr was found on the wire. The detached burr and the wire were slowly removed together from the patient. A plain old balloon angioplasty (poba) was performed and an unspecified stent was deployed to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).